Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿deflation : observed, one opening on the posterior side assessed as unidentified (tear). (Shell thickness within specification). Additional observations: ¿crease flat observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a left side deflation. Later, healthcare professional reported "hole, non-specific." Device has been explanted

Event description:
Device has been explanted.